Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and component damage. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not reverse due to the reverse locking mechanism being blocked, the device had insufficient/low power, component damage, moving parts of the device were not moving smoothly, the device was leaking air, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check for air leak, check the power with the test bench, check for free movement of the soft mode switch, check reverse locking mechanism with oscillation saw attachment, and check attachment coupling with oscillating drill attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.